Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. Customer stated a new cartridge would be loaded onto the pump following the call with tandem technical support. Multiple follow up attempts were made to determine if the customer was able to load a cartridge onto the pump. However, no additional information was provided. In addition, the customer reported their blood glucose (bg) level was 48 (mg/dl). Customer stated the cause for the low bg level was unknown. Sugar pills were consumed to address bg level. The customer declined to upload the pump data for review by tandem technical support.